Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the problem by reviewing the error log. The problem was reproduced by performing a sorter test. The dispense lane alignments were off at all positions. The fse removed the mixer assembly and checked all screws for tightness. The fse realigned the dispense lane and verified sorter alignments. The incubator and rotor were cleaned, the dispense lane and the wash probe #2 tubing were secured. The fse verified the wash probe alignments due to customer finding the wash supply tubing disconnected. The customer then ran quality controls (qc) without errors. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 28april2018 through aware date 28may2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 4053 - sorter-z home overrun: cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. 2204 - sorter not picked up cup: cause: the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. The probable cause of the reported event was due to the mis-alignment of dispense lane. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error messages 4053 - sorter-z home overrun and 2204 sorter not picked up cup on the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), estradiol (e2), and progesterone (prog iii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.